Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused total parenteral nutrition (tpn) too quickly (over infusion). The total parenteral nutrition (tpn) bag ran dry on the pump approximately 30 minutes before the scheduled end time, despite the correct rate being programmed. Consideration was given to initiating dextrose-containing fluids to maintain the patient¿s blood glucose during patient infusion at intensive care unit department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.